Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 94 months after a total knee replacement procedure, the patient has experienced prosthesis wear, pain, discomfort, loosening and osteolysis of the left knee secondary to polyethylene wear. Revision operative report was provided. Post op diagnosis noted mechanical loosening of internal left knee prosthetic joint. Intraoperatively, the surgeon observed significant synovitis and metal staining of the synovium consistent with poly wear and osteolysis. No evidence of infection. Femoral component was significantly loose, debonded and with osteolysis involving the femoral condyles bilaterally. Patellar button was well fixed without evidence of significant wear. Tibial component was well fixed and explanted without difficulty. No medical or surgical interventions were reported. No additional information is available.